Manufacturer narrative:
Reference record: (B)(4). Catalog number 062943-002 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was discarded and not returned; therefore, a return sample evaluation is unable to be performed. An intestinal ulcer is a known complication of a jejunal tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In 2013, the patient began duodopa therapy via peg-j tube. In (B)(6) 2017, the patient experienced a pyloric ulcer. On (B)(6) 2017, the jejunal tube was removed and the patient began tablet formulation of duodopa therapy.